Event description:
There was no device failure or malfunction reported. This pt was undergoing a mitral valve replacement procedure. The surgeon inserted the 28 fr endovenous drainage (edv) cannula percutaneously under tee guidance. The pt was placed on cpb using vacuum assisted venous drainage. Cardiac arrest was achieved with the administration of cardioplegia,but the heart subsequently began to fibrillate. The surgeon noted that the endovenous drainage was in the left atrium. After opening the atriotomy, the surgeon repositioned the endovenous drainage into the right atrium and repaired the atrial septum. The mitral valve replacement was then successfully completed. The pt recovered without sequelae.